Event description:
It was reported that following a gastric band procedure, an upper gi performed at visit nine showed gastric band slippage. The band was explanted and the patient received another band.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.